Event description:
It was reported that the device illuminated the service light and it would power on and off. There was no known pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.